Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ chronic') in an adult female patient who had essure (batch no. 50029422-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy on (B)(6) 2015 and tonsillar hypertrophy. Concomitant products included levofloxacin (levora) from (B)(6) 2012 to (B)(6) 2017 for contraception and heavy periods. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), mood swings ("mood swings") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, migraine, headache, alopecia, weight increased, mood swings and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic/ pain, abdominal pain, back pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), psych injury, uti, migraine, headaches, other, hair loss, weight gain, mood swings, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: bilateral essure devices identified in expected locations. No evidence of free spill of contrast material into the peritoneum./ total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test-result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received. Case becomes an incident. Surgery and removal date, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.